Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. More resistance than normal was encountered when inserting the device. Notes from the field indicate that the physician was manipulating the device elbow in an attempt to get it into the artery. Just before the foot entered the arteriotomy, the device broke at the guide area. The pt was transferred to a nearby hosp for surgical removal of the device and repair of the artery. All of the device was removed and the pt recovered without further incident.